Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that during preparation the balloon from two different mynxgrip vascular closure devices (vcd) from the same lot number burst. Manual pressure was held for more than 30 minutes. The patient's hospitalization was not extended as a result of the mynx device. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure following an interventional peripheral procedure. The patient was reported to have recovered. The vcds will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that during preparation of the balloon from two different mynxgrip vascular closure devices (vcd) from the same lot number burst. Manual pressure was held for more than 30 minutes. The patient's hospitalization was not extended as a result of the mynx device. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure following an interventional peripheral procedure. The patient was reported to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the device had no evidence of exposure to blood. The stop cock was not opened and the syringe was not returned. The sealant and advancer tube remained in their manufactured positions. The procedural sheath was not returned. No obvious visual damages were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3.5 mm from the balloon proximal neck. A review of the manufacturing documentation associated with lot f1709001 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as the balloon loss of pressure at prep was confirmed. The balloon loss of pressure was caused by a longitudinal tear in the balloon, approximately 3.5 mm from the balloon proximal neck. The exact cause of the reported event experienced by the customer could not be determined. However, procedural factors and/or vessel characteristics may have been contributing factors to the event reported. According to the product instructions for use, the safety and effectiveness of mynxgrip has not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. See 3004939290-2017-00295 for the second device.